Manufacturer narrative:
H3: analysis of the software exports and logs found the complaint was confirmed. Clinical export data file was thoroughly inspected. The log file was examined with respect to all intraoperative fluoro images in order to inspect and understand procedure workflow. Analysis reviewed the planning of the executed trajectories. S1 left was planned with a superior skiving potential along the cortical slope. This was a scan <(>&<)> plan case and the positioning of the star marker and the beads recognition were inspected, no issues were noticed. Analysis reviewed the images provided. As reported: "the screw appeared to be in the l5/s1 disc space and deviated more than 3.5 mm." Indeed, a superior deviation can be seen in s1 left. The log files show indication of excessive force applied on the surgical arm during the execution of s1 left trajectory. Analysis reviewed all available information and concluded the root cause of the deviations is skiving of the surgical tools due to an existing skiving potential and a force applied on the arm, resulting in a superior deviation of s1 left trajectory. All the other screws were accurate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the left s1 screw was misplaced during the procedure. The left s1 screw was the last one placed during the procedure and a "surgical arm off trajectory" error message was displayed during placement. The screw appeared to be in the l5/s1 disc space and deviated more than 3.5 mm. The cause of the deviation was not determined. The surgeon removed the screw and repositioned freehand using navigation. There was no patient harm and the procedure was delayed less than an hour.